Event description:
It was reported that froze on wire and difficulty removal occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified first diagonal artery. A 1.20mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres for 10 seconds, difficulty removal of the balloon was encountered. The device was removed along with the guidewire and the procedure was completed with the original device without any patient complications reported.